Event description:
During an article review ("in-hospital shunt occlusion in infants undergoing a modified blalock-taussig shunt." Annals of thoracic surgery 2013; 96:176-82, authors: nina a. Guzzetta, md, gregory s. Foster, bs, navyata mruthinti, mph, patrick d. Kilgore, ms, bruce e. Miller, md, and kirk r. Kanter, md), a retrospective review between march 1, 2005, and december 31 identified 207 pts which received a modified blalock-taussig shunt. A (B)(6) pt was implanted with a 3.0 mm shunt. The shunt reportedly occluded 22 hrs post implant. The pt received extracorporeal membrane oxygenation and then taken to cath lab for balloon angioplasty. The physician findings were as follows: "initial angiogram showed near-total shunt occlusion." The pt died in the hosp, unk cause of death.

Manufacturer narrative:
No testing methods performed (no lot number reported). The article concluded, "we found that a child's anatomy has an impact on the occurrence of postoperative in-hospital shunt occlusion. The presence of small pulmonary arteries may heighten the incidence of postoperative shunt occlusion either because of technical issues or by increasing the resistance to blood flow through the shunt." Note: twelve reported pediatric shunt occlusions were reported in the article.